Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported chordal rupture is a cascading event of the device causing damage to the other device. A cause for the reported device causing damage to another device could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, posterior leaflet tethering, and a pressure gradient of 2mmhg. A mitraclip xtw was implanted without issues. A second mitraclip xtw ((B)(6)) was inserted and deployed on the mitral valve. A third mitraclip ntw ((B)(6)) was inserted and advanced to the mitral valve. However, it was noticed that the second implanted clip ((B)(6)) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A chordal rupture was observed. It was noted that the third clip ((B)(6)) potentially dislodged the second clip ((B)(6)), causing the chordal rupture. To stabilize the slda clip was positioned next to the slda clip and grasping was performed. However, the gradient increased to 8mmhg. After the leaflets were ungrasped, the pressure gradient returned to baseline. Therefore, the third clip was removed from the patient. The procedure was completed with two clips implanted, reducing the mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.